Event description:
It was reported that during a full supply change using an inset infusion set, the ilet user incorrectly deployed the applicator without priming, which bent the cannula and required replacement; the user then applied a new inset with guidance and resumed insulin delivery with no alerts or alarms. There were no reported adverse clinical effects and no changes in blood glucose. Outcomes included successful completion of troubleshooting and education with restoration of insulin delivery. Investigation included remote troubleshooting and user education regarding correct infusion set deployment. Investigation of this case revealed user handling error leading to an improperly deployed infusion set and bent cannula. It was concluded, based on established findings for similar reports, that the cause was user error related to application technique.